Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via a legal notification, that a patient, who had an initial knee implanted in 2008 with an optetrak tka system, underwent a revision surgery in 2022. As a result of the failure of the optetrak tka system, the patient had to undergo a revision surgery in 2022. The patient has required additional physical therapy, and incurred substantial medical bills and expenses. And, because they were implanted with another tka system, they are likely to experience another premature failure (and resulting sequalae) in the future. No device returns anticipated due to this being a legal case.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.